Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 1080 mg/dl at the time of admission. The customer stated bolus corrections were not helping their blood glucose, leading them to be hospitalized. It was also reported the customer had little energy and trouble breathing prior to being hospitalized. Customer was also admitted into the intensive care unit as a result of their high blood glucose. The customer was treated with an insulin IV drip. Customer's current blood glucose was 96 mg/dl. The customer declined to check for leaks and air bubbles during troubleshooting. Customer did not report any alarms in their alarm history. The customer was also unable to perform the high pressure test because they did not have tubing clamps available. Customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
A history anomaly was noted in the download history file lists data (B)(6) 2015. The insulin pump passed the functional test, including displacement test, rewind, basic occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm or check settings alarm noted. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.